Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly was fractured approximately 97.0 cm from the proximal. The embolization coil stretch resistant wire (sr wire) was fractured. Conclusions: evaluation of the returned device revealed that the embolization coil¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted after it became jammed, damage such as this may occur. Further evaluation revealed that the pusher assembly was fractured. This type of damage typically occurs due to forceful handling during retraction. The root cause of the ruby coil becoming jammed inside the non-penumbra microcatheter could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing a ruby coil through a non-penumbra microcatheter, the last 5 cm of the ruby coil became jammed within the microcatheter; consequently, the physician was unable to fully advance the ruby coil out of the microcatheter. Therefore, the ruby coil was removed and the procedure was completed using the same non-penumbra microcatheter and non-penumbra coils. The physician reported using a rotating hemostasis valve but not maintaining continuous flush. There was no report of an adverse effect to the patient.